Event description:
Complainant alleged that while attempting to monitor a (B)(6) male pt in leads, the device was dropped and the display was damaged and clinical data was unable to be seen. Complainant indicated that the pt subsequently expired; however, it was not as a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.